Event description:
A consumer reported that he is not seeing as well as expected following intraocular lens (iol) implant surgery. He said he can see the edge of the lens pulsing back and forth when he attempts to correct his double vision, a condition he had prior to surgery. He reported that he sees well in the morning, however, as the day goes on, he becomes "snow blind" and has to wear prism in his glasses. In a follow-up, the surgeon reports that the outcome of the event and prognosis of the patient as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/28/2009 by fax and mail. A completed questionaire was received on 02/04/2009. This report was mailed to FDA on: 02/25/2009.